Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the hp confirmed that the cause of the alarm was due to leaving an unused supply line clamp open. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during last fill. The baxter technical service representative (tsr) explained the alarm, they cycled the power. The home patient (hp) had an unused line that was open. The tsr assisted with ending therapy. The tsr advised the hp to let their registered nurse (rn) know about the alarm. This writer contacted the home patient (hp) (B)(6) 2011, regarding the reported problem. This writer asked if they recalled any associated alarms with the system error they called in about, they could not recall. The home patient (hp) stated they just ended therapy that night. They stated they did contact the nurse as told by the baxter technical service representative (tsr). The hp stated that the rn and the doctor did a follow up check up and everything is fine. The hp has been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.